Manufacturer narrative:
(B)(4). Physio-control continues to investigate the problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control is currently investigating field failures of the single board computer (sbc) on the system pcb assembly due to presence of flux residue around the u10 ic chip. The observed issue has been attributed to device failure to boot or unit resets failure modes. There has been no adverse events associated with the failures.